Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: investigation summary: we have forwarded the received material to supplier "dsm biomedical" for evaluation (reference number: (B)(4)), find statement below: a product review on the device received on 12/9/19 was investigated for issues related to the complaint. All related device history records and risk assessments were reviewed, and no discrepancies applicable to this complaint were noted. Specifically, the device history record shows no discrepancies during the manufacturing of the lot from which the product you received. Therefore, based on the information available, no assignable root cause could be determined. A 100% visual inspection is performed post lamination, and inspected during packaging. As this is the first occurrence of this failure mode it will continue to be monitored through complaint handling to determine whether further actions are required. An action rem 7101 is in process to review/ update pfmeas for this product line. Device history lot: nov12, 2019 DHR reviewed. Part: 08.510.220s. Lot: ds7002589. Manufacturing site: selzach. Supplier: (B)(4). Release to warehouse date: june 11, 2019. Expiry date: april 01, 2024. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device history review: nov 11, 2019. A DHR review could not be performed for this pi. The DHR for this lot could not be located. All locations were searched again and the DHR was not found. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The incision was made using a normal cutter (scissors) that is in the operating room. The surgery was completed with the same replacement implant.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system.

Manufacturer narrative:
Additional pro codes: ftl, ftm. Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that, on an unknown date, when synpor smooth sheet was cut to use during surgery, the upper (smooth) and lower (porous) parts were separated. No fragments were generated. The procedure was completed successfully without any delay. No consequence to patient. Concomitant device reported: unk - cutting instruments (part# unknown; lot# unknown; quantity 1). This complaint involves one (1) device. This report is for one (1) synpor smooth square sheet 50mmx50mm/0.8mm thick-sterile. This is report 1 of 1 for (B)(4).